Event description:
It was reported that the patient¿s blood glucose (bg) reached 18.9 mmol/l (340 mg/dl) while wearing the pod for an unknown duration. After realising the elevated bg levels, it was discovered that the cannula had not deployed as intended. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod completed 43 first prime pulses and was deactivated at the end of first prime. The needle mechanism did not deploy as the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime.